Manufacturer narrative:
Upon follow up it was reported antibiotics were discontinued and the patient was recovered from this peritonitis event 12 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1988. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿poor environment and source of water¿ (no further detail was provided). On an unreported date, the patient was hospitalized for the event. No further information was provided regarding the treatment for, the outcome of the peritonitis event or whether dianeal therapy was ongoing. No additional information is available.